Manufacturer narrative:
The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08740 inches. The bolus wizard is functioning properly per the bolus wizard sample in the user guide.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they alleging possible pump under delivery. The customer blood glucose level was 275 mg/dl at time of incident and current blood glucose level was 328 mg/dl. Customer treated with insulin pump. Customer alleges insulin pump was under delivering because when they normally change the set insulin pump had insulin flow is blocked alarm. Troubleshooting was performed. The insulin pump will be returned for analysis.